Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient stopped getting refills because they could not afford it and their pump has been empty. The alarm has been going off for a while, since early mid-august, and the patient wanted the alarm turned off. The patient was redirected to follow-up with a healthcare provider to discuss turning the alarm off.